Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
At 7:31 am the customer received a blood glucose of 166 mg/dl on his guide system and took 4 units of novorapid insulin. At 9:48 am the patient experienced hypoglycemia of dizziness, sweating, and blurry vision. At this time the customer tested and received a blood glucose result of 177 mg/dl, which he knew was incorrect. The patient fainted and a colleague treated the customer with a glass of sugar water. The patient was not transported to the hospital.